Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/12/2013 with the following findings: during investigation, the battery compartment was found to be cracked. The threads in the battery compartment were damaged. The battery cap would not fully secure on to the pump due to this. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a damaged battery compartment. This report is made based on results of investigation completed on 11/12/2013. There was no adverse event associated with this complaint.